Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm 06 occurred. Reportedly, the pump was within the allowable operating altitude range at the time of this alarm. Customer reverted to an alternate form of insulin therapy. It was also reported that a cartridge alarm 05 occurred. There was no reported adverse impact to customer's blood glucose level. The reportedly, the customer was able to load a new cartridge successfully.